Event description:
The customer observed falsely elevated architect ca 19-9 results for one patient who has pancreatic cancer. The following data was provided: (B)(6) 2026, sid (B)(6) architect ca 19-9 result 51.81 u/ml. The sample was centrifuged and repeated sid (B)(6), results 0.00 / 0.15 / 0.10 u/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 02k91-39 that has a similar product distributed in the us, list number 2k91-33, with 510k number k052000. Section a patient information: refer to section b5 for complete patient information.